Event description:
It was reported that the patient had high impedances on the leads. All components were explanted and will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: m365sc2218500; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 20261495.